Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited unspecified over-sensing which resulted in pacing inhibition. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of oversensing and pacing inhibition were confirmed. As received, a complete lead was returned in two pieces. Visual examination found one external insulation abrasion at the proximal region of the distal portion breaching the outer insulation, consistent with friction to the device can. The cause of the reported events was isolated to the exposed outer coil at the abrasion zone.